Event description:
The customer called to report that two of the sensors have broken off underneath his skin. The customer was able to remove them, and did not require medical assistance. The customer stated that he is a plumber, and also has issues with the sensors not adhering. Advised the customer that the sensors would be replaced. Also, advised that a tape kit would be sent to address the tape not adhering. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors. One of two sensors, the electrode broken sensor tip missing. The remaining sensor passed per specification. Unable to confirm adhesive anomaly due to sensor was returned opened and used.